Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (b5 ¿ describe event or problem) should be: it was reported, the duodenovideoscope exhibited a foreign object in the channel port. The issue occurred during preparation for use for an unspecified diagnostic procedure. The patient was not under anesthesia. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death. Correction: (h6 ¿ component code) should only be: 4761 ¿ access port. Correction: (h6 ¿ medical device problem code) should only be: 4048 ¿ failure to clean adequately. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, foreign material in biopsy port, could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Could not identify the foreign material. Could not conclusively specify the cause of the foreign material remained in the device. Since no photo was provided by (B)(4), we could not confirm adhesion of foreign material to biopsy port and therefore we could not identify the foreign material. However, the cause of breakage was unable to be specified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿detection method is described in operation manual chapter 3 preparation and inspection. Preventive measures are described in reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was reported the duodenovideoscope had a foreign object in the channel port and outer cover is wrinkled. The issue occurred during preparation for use for a diagnostic unspecified procedure. The unspecified procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.